Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy procedure, when the surgeon pulled out the tube from the cavity, the anvil was disengaged from the tube. The anvil was retrieved from the mouth by bailout suture. The procedure was completed with another device. The status of the patient was no problem.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The anvil was observed to be tilted and separated from the tubing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is subjected to excessive tension. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.